Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial lead was explanted and replaced during lead revision due to dislodgement leading to loss of capture. During lead revision, this lead was also noted to have exhibited helix extension issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break near the is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that right atrial lead was explanted and replaced during lead revision due to dislodgement leading to loss of capture. During lead revision, this lead was also noted to have exhibited helix extension issues. Upon product investigation completion, this lead was found to be fractured on inner coil near is-1 terminal end. No additional adverse patient effects were reported.